Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker exhibited inappropriate magnet response when no magnet was present. Programming changes were made and the pacemaker was restored. Patient condition was stable.